Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed patient result was reported to the physician and was questioned. The same sample was reprocessed on the same and an alternate dimension® exl¿ 200 integrated chemistry system. The higher reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control recovered within the customer's expectation. The cause of the event is consistent with a sample integrity issue. A potential product issue was not identified. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.